Event description:
A report was received that the pt's precision system was explanted due to the ipg not charging. The pt was implanted with a new system and is reportedly doing well.

Manufacturer narrative:
The explanted were not returned to bsn as they were discarded by the medical facility.